Event description:
The caller reported that the tracheostomy tube was placed, and replaced about 20 days later with another 6dct, due to the cuff deflating.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted.